Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp. The fse replaced the pneumatic module assembly (0997-00-1178) and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during removal of the iab, the cardiosave intra-aortic balloon pump (iabp) blood entered the balloon and into the pneumatic module assembly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11corrected field: b5, h6

Event description:
It was reported that during removal of the iab, the cardiosave intra-aortic balloon pump (iabp) blood entered the balloon and into the pneumatic module assembly. There was no harm or injury to the patient.